Manufacturer narrative:
The system controller was returned to the MFR, and the report of red heart alarms was confirmed and reproduced during the analysis. The eval of the returned system controller revealed compromised inner brown wires in both power cables. The black power cable was found to have a severed / broken brown (battery voltage monitoring line) inner conductor. Movement of the black power cable at the connector end resulted in low battery and power cable disconnect alarms as well as interruption in pump support while connected to the power module. The eval of the white power cable also confirmed a compromised brown wire. A review of the device history records revealed no deviations from mfg or qa specs. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available at this time. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The circulatory support specialist reported that the pt received a red heart alarm. The pt switched to their back up controller with no further issue reported.